Event description:
Spontaneous report. Patient reported freedom pump malfunction. Per patient, she went to start the infusion and the pump had no activity. Pt stated she did not hear the normal wind up sound or clicking. Per pt, this pump is about 10 years dd. No serial number available, we did not ship pump. Patient did have medication drawn into syringes and was ready to infuse but was not able to infuse. Pt was not comfortable with manual push method to infuse and would rather wait for new pump. No adverse even reported, pump will be returned. Md unaware. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by pt/caregiver.